Manufacturer narrative:
(B)(4).

Event description:
It was reported that upon interrogation of the atrial lead, high capture threshold and failure to sense was observed. Physician did not perform atrial lead repositioning or replacement. Patient was in good condition. No further information available.